Event description:
It was reported that during the implant procedure the physician inserted the lead into the device and while tightening the setscrew with a wrench, they did not hear the familiar "ratcheting" sound. A second wrench was used with the same result. It was further reported that the setscrew was tightened, the connection "appeared tight" and all the electrical measurements were reported to be normal. The physician elected to leave the device in place with a potentially stripped setscrew. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.